Event description:
Device was inserted into the right fallopian tube w/o incident. Device failed to separate the coils from the introducing catheter. The inserting device was removed - while doing this, there was partial release of the coils, in the quills breaking off along with a piece of the coil and falling into the uterine cavity. Both pieces were retrieved. Unclear if sterilization was achieved in the right fallopain tube - will need f/u in 3 months to know.